Event description:
A customer reported that the equipment displayed problems with injection and extraction of the viscous fluid during a vitrectomy procedure. The procedure was completed by using a manual technique with a delay of less than 15 mins. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and found a system message in the event log and observed a leaking pressure regulator. The company rep then replaced the pressure regulator and tested the system. The system was found to meet product specifications. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate one similar report for this system. The root is unk at this time. (B)(4).